Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that the animas pump has an intermittently power issue. There was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The battery cap was not loose. The issue was resolved after the patient reseated the battery on the animas pump. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were no pump reboots or indications of loss of power recorded in the black box history. The original complaint could not be duplicated or confirmed. The pump was run on a 24 hour basal program with no intermittent power. The pump was opened and there were no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).